Manufacturer narrative:
Product analysis result: visual functional visual and optical inspection confirmed the balloon has been cut. The cut runs perpendicular to the shaft of the ibt. Functional check with a sample ibt syringe revealed the balloon would not inflate once the liquid was pushed into the ibt. This type of damage is consistent with the balloon coming in contact with sharp bone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of fracture: compression fracture it was reported that the patient was pre-operatively diagnosed with primary osteoporosis and underwent balloon kyphoplasty. During the surgery, when inflating the balloon in the vertebral body, the balloon could not be inflated and because it was found that contrast medium leaked from the balloon. The balloon was ruptured and deformed. Another inflatable bone tamp was used to deal with it. Curette was not used. The product came in contact with the patient. Patient was not allergic to contrast media leak. No patient complications were reported as the result of the event.